Manufacturer narrative:
The lot numbers for both of the malfunctions were provided, therefore, lot history reviews will be performed. The samples are not available for return, however, medical records were provided for both malfunctions. One investigation is confirmed for both tilt and difficult to remove and the other malfunction is confirmed for difficult to remove and inconclusive for tilt. The definitive root causes could not be determined. The devices are labeled for single use.

Event description:
This report summarizes two malfunctions. A review of the reported information indicated that model dl900f vena cava filter allegedly experienced difficult to remove and tilt. The information was received from various sources. Both malfunctions involved a patient with no reported patient injury. One patient is a (B)(6) old female and the other is a (B)(6) old male. Both of the patient's weights were not provided.